Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the physician was making a blunt dissection with his finger, he pushed a little bit too hard and nicked the vaginal mucosa at the level of the vaginal cuff. The physician placed a vicryl stitch in the nicked tissue. The case was then completed with no further complications to the patient, who is reportedly "fine" post-procedure.